Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of an unspecified number of ¿clamps¿ (cassette sets) failed piercing the pd solution bags correctly. This occurred during preparation for automated peritoneal dialysis (pd) therapy while connecting the lines of the cassette set to the pd solution bags. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Upon clarification from customer, the clamps (spikes) that failed in piercing the solution bags were a component of the bag, not the cassette. The cassettes are no longer suspect in this event. Should additional relevant information become available, a supplemental report will be submitted.